Event description:
It was reported during the ICD replacement that both the 5076 and the 4194 leads had visual insulation breaches observed. Both leads had the insulation breaches successfully repaired and the leads remain implanted and in used. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.